Event description:
Customer reported a physicist's discrepancy. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and adjusted the output dosage. System operates as intended.